Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results : the complaint for inoperable ipg was confirmed. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests after being recovered. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2015, the patient was in an automobile accident. Following the event, he experienced overstimulation at the ipg site and the ipg turned off afterwards. When the patient attempted to use his external devices, communication could no longer be obtained with the ipg. An sjm representative met with the patient to troubleshoot the issue but was unsuccessful. X-rays were taken and no anomalies were found. In turn, the patient's ipg was explanted and replaced due to being inoperable. The replacement ipg resolved the patient's issue.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.